Event description:
It was reported that the wake button on the pump was sticking. There was no reported impact to the customer¿s blood glucose level. Customer declined troubleshooting, no further information was obtained, and no additional actions were taken by technical support.